Event description:
It was reported that a (B)(6)-year-old female who underwent a breast augmentation primary with mentor memorygel, 375cc breast implant experienced left sided capsular contracture baker grade iii, and right sided scar-revision post procedure. The matter was diagnosed through physical examination. As a result, patient underwent left breast capsulectomy, and implant replacement: (375cc moderate plus profile, mentor) and right sided scar revision on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).